Event description:
Boston scientific received information that this young and active implantable cardioverter defibrillator (ICD) patient claimed to have been syncopal and passed out. The patient reported that the device was interrogated at that time and she was told that there was a ventricular tachycardia episode. A healthcare professional sent a memory disk to the boston scientific crm technical services department for review. Upon review of the memory disks by technical services, no episode data was found in the arrhythmia logbook corresponding to the time of the alleged syncope. The healthcare professional expressed satisfaction that technical services observed similar data and stated that she was doubtful of the veracity of the patient. The device was later explanted due to normal battery depletion.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre-decontamination visual inspection noted a header separation. All seal plugs were intact and all setscrew moved freely. Post- decontamination microscopic visual inspection noted tool marks in the device casing and header surface. A 6942 bidirectional torque wrench was with the device. The torque wrench operated normally and no irregularities found. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Final analysis confirmed the reported clinical observation regarding header damage. The damage to the header is consistent with having occurred as a result of the explant procedure. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.